Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient can't get the recharger to recharge the stimulator. Recharger keeps beeping. Seems like stimulator has moved can hardly feel stimulator with hand where it is implanted. Patient said they noticed about a week ago when it moved. Patient started having issues charging thursday. No falls or accidents to cause move. Had patient do a hard reset on the recharger. Patient was able to connect and got 70% charge, excellent connection, and my therapy off. Patient was not aware of therapy being off. Patient said they got an error code 4100. Walked patient through exiting out of recharging and connecting to the handset and communicator to turn on the therapy. Patient got a por message. When asked the last time they recharged, patient said about 14 days ago. It was reviewed that they might have let their therapy get to low and the stimulation turned off. Patient asked how when they had 70%. It was reviewed that if they didn't check with their patient programmer they wouldn't have known the got a por. Possibly have happened prior to last recharge session. No medical tested or emi in the last 2 weeks. It was not clear from the patient on what caused the por. Walked caller through clearing por and turning therapy on. Patient said it was pinching them so they lowered the stimulation to where it was comfortable. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they met with their health care professional and the issue was resolved. No further complications were reported/anticipated at this time.